Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified two striated opening on anterior. Base on the device analysis the final assessment is: two striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Health professional reported a left side rupture. Device was explanted.